Event description:
Complaint - due to glenosphere disengaging and falling on the floor. The surgeon had engaged the glenosphere with taper of baseplate. It felt secured and he impacted it, unscrewed t-handle and glenosphere disengaged and fell on floor.